Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.

Event description:
The jetstream g3 was advanced to treat two moderately calcified 4 cm lesions in the popliteal. A slight dissection, non-flow limiting, was noted post jetstream treatment and treated with a balloon with an acceptable result.